Manufacturer narrative:
Investigation is ongoing. Within the UDI-pi project, hamilton medical did realize that the reported device (brand name: hamilton-g5 / model number: 159003 / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: technical fault tf:5507 sometimes occurred.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: technical fault tf:5507 sometimes occurred.